Event description:
The customer contact reported particulate. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, particulate was noted in the cassette with filter and solution would not flow through the device. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. D8, d9: the information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.